Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt's wife reported that the pt passed away on (B)(6) 2014 due to kidney and heart failure.